Manufacturer narrative:
(B)(6) 2026: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head came apart into two parts- oral b power care [device breakage] product counterfeit- oral b [product counterfeit] case narrative: consumer via phone stated that toothbrush refill came apart into two parts and do not hold together. No injury was reported significant follow up received on (B)(6) 2026: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Event description:
Brush head came apart into two parts- oral b power care [device breakage]. Case narrative: consumer via phone stated that toothbrush refill came apart into two parts and do not hold together. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.